Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the device would not fire after the third or fourth reload. The contact person was the circulator. She open another new device to complete the procedure. There was no consequence to the pt.